Event description:
It was reported that during the implant procedure, the surgeon had tightened the lead down but the lead continued to come back out of the stimulator. This was attempted several times, but the lead could not be secured. The surgeon felt as if the device was defective and asked for another device.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.